Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an angioplasty treatment procedure, a balloon tear occurred. Lesion characteristics are not available. During an attempt to inflate this 16-4/5.8/75 xxl balloon catheter, it was noticed that the proximal part of the balloon was torn. There were no difficulties inserting or advancing the device to the lesion. The balloon catheter was not advanced through any placed stents. The device was removed from the patient intact without complications. The procedure was completed with another xxl balloon catheter. No patient complications were reported and the patient's status is good/stable.